Event description:
It was reported in a pseudo anonymized database for a pmcf study that an initial nail and screws system implanted. Fracture has malunited with callus at the trochlear surface affecting patella tracking and causing pain. Initially managed non-op with analgesics but now awaiting removal of nail and excision of callus it was reported that no further information is available.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in united kingdom. H6: proposed annex g code - mechanical (g04) - im nail. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.